Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level was 537 mg/dl, multiple attempts were made to follow-up on the elevated blood glucose but no response was received. The customer successfully resumed insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.